Event description:
Customer reported that the insulin pump returned a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.